Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identification scanner was not functioning and the issue persisted after updating the bio ID driver using a shim update. The field service engineer (fse) replaced the bio ID scanner to resolve the issue and the bio ID tests passed in diagnostics and the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identification scanner had no light and displayed a remote support service (rss) failed to connect error due to a firewall block. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.